Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting. The battery pack has not been returned and the cause of the premature depletion could not be confirmed. Once the new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service.

Event description:
A customer reported that upon inserting a new battery, their AED powered on and prompted a service code. They reported this did not occur during patient use.